Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, during an unrelated device exchange procedure an increased threshold was noted on the right atrial (ra) lead. Additionally, during the in clinic follow up post procedure, noise resulting in oversensing was also noted on the ra lead. Technical support was contacted and noted low p wave sensing. No intervention has been performed at this time. The patient was stable and will continue being monitored.